Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness, stomach, body, and throat pain and lost consciousness. The customer was provided unknown treatment by a non-healthcare professional for hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A fast-draining battery issue was reported with the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness, stomach, body, and throat pain and lost consciousness. The customer was provided unknown treatment by a non-healthcare professional for hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h-4 (device mfg date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted